Event description:
It was reported that (3) devices were used during a esophagectomy. It was reported by the affiliate that both of the tcr10 reloads had malformed staples. The surgeon put some overstitches to complete the case.